Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, a pancreatic stent got stuck in the duodenovideoscope and it was not dislodged during the decontamination process. Initially, the plastic stent was removed from a patient and pulled back into the endoscope. However, it was left in the channel of the scope as it was not pulled all the way out. The endoscope was cleaned with another manufacturer's cleaning brush. The stent that was stuck in the channel was 5f and narrow and it appears the cleaning brush went past it while cleaning, and the endoscope reprocessor also did not detect there was something in the channel. Subsequently, when the scope was used again on another patient during a therapeutic procedure, a thicker instrument was passed through the scope which dislodged the plastic stent and pushed it out into the patient's digestive tract. It is unknown if the stent was retrieved. There was no procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "operation manual chapter 3 preparation and inspection" "reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures" olympus will continue to monitor field performance for this device.